Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. The pt had severe peripheral vascular disease (instructions for use warning) and moderate scar tissue (precaution). Following the deployment, the pt experienced loss of pulses in the affected leg. An angiogram confirmed an occlusion and treatment consisted of laser therapy. The treatment was successful and the event was resolved with no further complications.